Event description:
It was reported that the physician's handheld serial cable is frayed. It was reported that this causes charging problems and that the cable has to be held in a certain way to make a connection to charge. It was reported that there were no known communication issues with the handheld and that no patients were affected. A new serial cable was sent to the physician for the handheld. The frayed serial cable was returned to manufacturer for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Event description:
The handheld computer serial cable was returned for the allegation of fraying serial cable and cable causes changing problems. The serial cable was received without an ac adapter, handheld computer, and flashcard. Visual inspection identified that the serial cable was pulled out of both sides of the transceiver case strain release. A known good handheld computer was powered using a known good ac adapter and returned serial cable. The initial setup process was performed including the screen alignment with no observed anomalies. The ac adapter power connector on the serial cable was moved and twisted and it was identified that the handheld computer would intermittently lose power when the cables were moved. Continuity testing was performed on the power connector portion of the serial cable and an intermittent positive electrical connection was identified. Interrogation and diagnostic tests were attempted using the returned serial cable, but communication errors were received. The transceiver case was opened and a broken wire connection to the transceiver pcb was identified (grey ¿ pin 4 ¿ data terminal ready). The wire was soldered onto the transceiver pcb. Interrogation and diagnostic tests were performed successfully with no observed anomalies using version 8.0 software. The handheld computer main battery was fully charged and interrogation and diagnostic test were successfully performed using main battery power. For 5 times the following steps were successfully performed with no observed anomalies: generator interrogation, programming of output and magnet currents from 0ma to 0.5ma, interrogation of generator to verify new settings, performance of generator diagnostic test with change of generator values back to output currents of 0ma, and interrogation of generator to verify new settings. X-ray analysis of the serial cable was able to verify a break in one of the wires associated with the serial cable power connector. An analysis was performed on the returned serial cable and the reported complaint was identified that the allegation is associated with the serial cable being pulled out of its strain relief. It was also identified that the serial cable had an open electrical connection in the serial cable power plug wire. This condition created an intermittent power communication to the handheld computer. Lastly, it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the transceiver pcb. Once the wire was soldered back onto the pcb, the serial cable was able to establish communication between the handheld computer and the wand. The most likely cause for the identified anomalies can be associated with mishandling of the serial cable.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.